Manufacturer narrative:
Concomitant medical products: 5019 adaptor; 6996sq58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was observed during a ventricular tachycardia (vt) episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that atrial under-sensing may have affected mode switch.